Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. Anthema was observed where the subcutaneous lead had been inserted. Pus was also observed in the device pocket at the time of removal. A new system was implanted. No further patient complications have been reported as a result of this event.